Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site as well as difficulty charging due to the current location of the ipg at the iliac crest. As a result, surgical intervention was undertaken on (B)(6) 2026 where ipg was replaced with a conventional ipg as well as pocket moved to address the issue.